Manufacturer narrative:
(B)(4). A customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current level. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer's specifications.

Event description:
Covidien received information stating that an 840 ventilator had an erratic bottom display. There was no patient involvement.